Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed. The probable cause was found to be due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond. There were no reports of any adverse patient events or delay in critical therapies while the device was in clinical use. No additional information was provided.